Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.0, lab: 3.1. Date: (B)(6) 2011, inratio: 1.2, lab: 2.7. Date: (B)(6) 2011, inratio: 3.4, lab: 4.9. Therapeutic range: 2-3. Patient noticed abnormal bruising and stated that the injury he had 5 days prior to last test was still bleeding heavily. On (B)(6) 2011, patient called in 3.4 result and was told to skip a dose. Doctor readjusted dose after getting the 4.9 result. Patient has difficulty getting a sample; tests glucose level everyday but makes sure that he uses a different finger for the inratio meter. Squeezing finger to get sample, not milking.